Event description:
Patient has severe right and left side pain associated with an inguinal hernia mesh placement. Patient suffers from intestinal issues that is affecting her daily life. Patient can't even pick up her son nor her granddaughter from the floor. Patient had to cut back her work hours due to the pain that the mesh is causing her.